Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that system's suite computer was unable to boot. On 06thsep2024 to resolve the issue customer replaced suite pc and hard drives. After replaced by suite pc by customer, that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.